Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument pully wire broke during use. The procedure was completed with no reported injury.